Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 5 months. The lvad was returned assembled with the driveline cut approximately 1 inch from the pump housing; the rest of the driveline was returned in two portions. The sealed outflow graft, bend relief and bend relief collar were not returned. Analysis of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Examination of the rotor blades and body of the rotor revealed two dark red, hard depositions. The depositions were denatured, indicating that they were present while the pump was supporting the patient. However, the depositions did not appear to have developed at this location. The evaluation could not conclusively determine the origin of the depositions or the duration of their presence in the pump. Examination of the outlet stator revealed a red, soft deposition. The deposition's lack of laminated layering indicated that it did not initially form in the outlet stator. Its areas of denaturation adjacent to the bearing ball suggest that it was likely present while the device was supporting the patient. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A root cause for the development of the observed depositions could not conclusively be determined. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. On (B)(6) 2016, the system controller log files were submitted to the manufacturer's technical services representative for review. A decrease in the baseline pump parameters was noted on (B)(6) 2016; however no other parameters suspect for pump or equipment issues were noted at that time. On 08/03/2016 it was reported that the patient's lactate dehydrogenase level was elevated, the inr was 2.1, and the patient was experiencing unspecified worsening of heart failure symptoms and dark urine. The pump power was elevated and the estimated flows were decreased. Pump thrombosis was suspected and one dose of tissue plasminogen activator (tpa) was administered. The patient subsequently experienced a neurological event consisting of loss of vision, which reportedly resolved. A pump exchange occurred on (B)(6) 2016. It was reported that at the time of explant, there was no visible thrombus observed in the pump. No additional information was provided.